Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited a pacing problem, fixation problem and dislodgement from the myocardium post applying tension to the leadless ipg delivery system (delsys) tether and the tether removal. The leadless ipg was explanted by snare. One week later, the leadless ipg was successfully implanted. The patient had an extended hospitalization period as a result of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-jan-2023 / serial#: (B)(4); UDI #: (B)(4). Device available for evaluation: no. Mfg date: 14-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: (B)(6). Model #: mc1vr01-delsys / expiration date: (B)(6) 2023 / serial#: (B)(4); UDI #: (B)(4). Device available for evaluation: no. Mfg date: (B)(6)2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited a pacing problem, fixation problem and dislodgement from the myocardium post applying tension to the leadless ipg delivery system (delsys) tether and the tether removal. The leadless ipg was explanted by snare. One week later, the leadless ipg was successfully implanted. The patient had an extended hospitalization period as a result of the event. No patient complications have been reported as a result of this event.